Event description:
The customer reported that the 840 ventilator stopped cycling while in use on a pt. The pt was not harmed or injured as a result of the event.

Manufacturer narrative:
Multiple attempts have been made to try and obtain additional info but no customer response. Npb was not authorized to evaluate the device.